Event description:
Telemetry monitor for pt was on pt, when pt complained that monitor hurt and was hot. After removing monitor which was very hot where batteries are placed, both the inside and outside of monitor was hot. Plastic covering on battery was melted and very hot and smelled like burning plastic.